Event description:
During this patient's tavr [transcatheter aortic valve replacement] procedure, after access in bilateral femoral groins multiple perclose closure device failures occurred. After all sheaths inserted, unable to advance valve delivery system through sheath in right femoral artery. At this point it was decided to abort procedure, and sheath had to be removed with valve delivery system inside. Upon sheath removal from right femoral artery, scrub tech held manual pressure for 20 minutes. After hemostasis, right leg and foot pulses were absent. Patient transferred to cru [critical care resuscitation unit] pending vascular surgical consult. On review 4 percloses from the same lot number was attempted to be deployed: x1 was implanted in rfa [right femoral artery] (1 failed left fa [femoral artery] and 2 failed on right fa). Ref # 12673-03, lot #6010542.